Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the keypad on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.